Event description:
The customer reported that during a hiv-1 p24 antigen assay, a sample barcode in position c4 was misread. Summit sample handler was in use. No death or serious injury was associated with this event. An ortho field service engineer was dispatched. This report corresponds to ortho-clinical diagnostics, inc. Complaint number 98-03165-07.